Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the suture broke. Medical staff report that when handling material, it breaks easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2023. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: what is the lot number & product code? What was being done when the suture broke/needle broke (removal from package /during passage through tissue/ during tying / post-op)? Could you please clarify if this issue occurred in multiple procedures? If yes, please provide below information: what is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event. The following additional informaiton was received: this complaint was received directly from the brazilian health authority (anvisa) through an anonymous report, so the customer is unknown. Therefore, at the moment no further information can be obtained beyond what is available in the complaint file. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength = 275 g /m.